Event description:
The device was received for service. During service testing, depleted batteries were found. According to the hospital representative there wasno patient injury or medical intervention reported.